Event description:
This is first of 5 dialyzer reaction events reported simultaneously by the treatment center. As the blood flow rate was increased to 400 ml/minute during dialysis treatment, the pt complained of severe lower back pain & burning sensation moving up towards the neck. Treatment was interrupted & resumed with a different dialyzer. The same symptoms recurred as the blood flow rate was increased, but dissipated after about 3 minutes. Treatment continued & the blood flow rate was increased until 300 ml/minute was attained. The other 4 events are reported in medwatch numbers 9681834-1998-00052, 00056, 00057, & 00058.